Event description:
It was reported that, while in the cath lab, the md used a sheath to insert the iab via the femoral artery. The next day, the patient went to the or for surgery. The following day, a nurse heard the helium loss alarm and found that the pump was off. The physician assistant (p.a.) Entered the room, found blood in the helium tubing. The p.a. Left the room and phoned perfusion, when the p.a. Returned to the pt. Room she found "someone re-initiated pumping. " the pump was turned off, the tubing clamped, and the iab was disconnected" within 5 minutes. There were no reported patient complications.

Manufacturer narrative:
Evaluation: the iab was returned. There were 2 bends in the catheter approx. 3 cm & 10 cm from the bifurcation. The one-way valve was attached to the iab. The guidewire & pump tubing were not returned. A vacuum was pulled on the iab & did not hold. A vacuum was then pulled on the one-way valve & held 5 mins without losing vacuum. A different guidewire was fed thru the central lumen with little resistance at bends but exited the iab. The iab was submerged & pressurized in water. Bubbles exited the bladder approx. 11 cm from the distal tip. A hole was in an abraded area, <1 mm in length. The IFU states, the intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence & severity of iab perforation is unpredictable, & may be due to patient physiology, by contact with calcified plaque, resulting in membrane surface abrasion & eventual perforation. Perforation can cause blood to appear in the balloon catheter & driveline tubing. A DHR re-review was conducted without findings. The root cause may be due to calcified plaque.